Event description:
Index procedure was carried out in the right ica using the mo.ma ultra device to treat a calcified lesion with 95% stenosis. Type of aorta was reported as type I. The moma device was used when the guide wire was passed the lesion; other devices were passed to the lesion, during the pre-dilatation, during the stenting, post dilatation and aspiration. The lesion was pre dilated and post dilated. It was reported that the moma¿s distal balloon inflation and proximal balloon inflation were successful; however the interruption of blood flow was not successful. The physician was unable to occlude blood flow at the superior thyroid artery; another non mdt distal protection device was then used during the pre-dilatation, during the stenting, post dilatation and aspiration to complete the procedure. The lesion was successfully stented with a non mdt stent. No patient injury was reported for this event.

Manufacturer narrative:
Evaluation, results: related to operational context (no issues noted during balloon inflation therefore event most likely due to procedural context); patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with 95% stenosis); no results available since no evaluation performed (no device or cine images returned for evaluation); none (no device return). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion with 95% stenosis); operational context contributed to event (no issues noted during balloon inflation therefore event most likely due to procedural context). (B)(4).

Event description:
Investigator assessed that the event was due to patient vessel morphology (arteria thyroidea superior was below the eca balloon).